Event description:
It was reported that the patient presented to the emergency room with a low heart rate and a change in mental status. The implantable pulse generator (ipg) was not pacing and was unable to be interrogated. It was determined that the ipg had reached its end of life (eol). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.